Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular lead exhibited high pacing impedance. No intervention was performed. No patient condition or further information could be obtained.

Event description:
New information noted that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the left ventricular lead exhibited high-pacing impedance. Programming changes were done and the patient was in stable condition.